Manufacturer narrative:
(B)(4). The customer reported the device is discarded. A follow-up report will be submitted with all additional relevant information. The armada 14 referenced is being filed under separate a manufacturing report number.

Event description:
It was reported that using a right common femoral artery access approach during a procedure of the highly calcified, left superficial femoral artery (sfa) the armada 14 balloon dilatation catheter (bdc) was advanced without resistance but during the first inflation before rated burst pressure (rbp) was reached the balloon ruptured. The device was removed and replaced with a foxcross bdc which during the first inflation also ruptured before rated burst pressure was reached. There was no reported resistance noted. The device was removed without issue. The vessel was treated by atherectomy and an unspecified stent placement. An unspecified abbott balloon dilatation catheter was used to post dilate and the procedure was completed without event. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.